Event description:
Plaintiff was employed as a certified registered dental assistant who wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges sustaining various injuries and developing a latex allergy.